Event description:
It was reported that an akreos (mi60g) lens was successfully implanted. One day post-op, the pt developed minimal inflammation and high intraocular pressure. Two weeks later, the pt still had inflammation and a membrane across the anterior surface of the lens. The pt was treated with steroids and nsaids. Add'l info has been requested, but not received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.